Event description:
It was reported that a hosp transfusion facility received a unit of stem cells from a cord blood bank for transfusion to a pt, along with the firm's device, a cell wash infusion set. During centrifugation of the unit, the bag ruptured along the bottom corner seam. The transfusion facility followed it's policy of utilizing double bags for unit during centrifugation; however, the attending physician felt the unit had been too compromised, due to the severity of the bag rupture, to attempt transfusion. A new unit was requested for transfusion, causing a delay in the pt's care. The ruptured bag was retained by the customer, and as of this date is not been made available to the firm for eval. No pt sequelae have been reported.

Manufacturer narrative:
Device eval started, but not yet completed.